Manufacturer narrative:
The reported complaint was confirmed. During laboratory evaluation, the product surveillance technician (pst) observed the suspect level pod status light emitting diode (led) to remain amber and displayed "level detectors: 1 fail" error message when attached to the heart lung machine (hlm) simulator. He also observed a red "x" on the level pod icon and the level pod had no software version assigned to it. He replaced the lab use only (luo) generic board with the suspect generic board. He observed the same failure determining that the suspect generic board was faulty. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the srt, the central control monitor (ccm) displayed an error message on the home screen when he installed the level pod onto base and the level pod would not display a software version in the menu. He installed service-owned level pod into base, and the base operated to the manufacturer's specifications so it was the level pod causing the error message.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the level pod was not operating correctly. There was no patient involvement.